Event description:
Fill volume: 550ml. Flow rate: unk. Procedure: right shoulder arthroscopy: rotator cuff repair. Cathplace: right side interscalene continuous block. A patient died while using a pump. On (B)(6) 2015, the patient underwent surgery and was later discharged at 1400 hours. Later that day, the patient was taken to the emergency room by ems and given 7 rounds of epinephrine, CPR and a lucas pump was utilized. Death was pronounced on (B)(6) 2015 at 1855 hours. The pump was still connected to the patient at the time of death. The official cause of death is still pending. The device is expected to be returned for evaluation. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) and a process evaluation are in progress for the reported lot number. Photographic inspection was performed. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, photographic inspection indicates that the pump is not empty. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.